Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life w/ damage) issue; battery compartment is reportedly cracked. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 01/17/2018 with the following findings: review of the black box showed no evidence of short battery life. The returned battery cap fit properly to the pump for investigation. On investigation, the pump powered on and ¿ez-prime¿ steps were performed correctly. All electrical current readings were within specifications. Investigation did not duplicate the alleged ¿short battery life¿ complaint. There was no damage, defect or contamination of the pump¿s interior components. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation. (B)(4).